Event description:
Per the clinic, the patient developed an infection at the implant site and the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not received yet.

Manufacturer narrative:
This report is filed november 19, 2013.